Event description:
It was reported cadd solis hpca pump failed accuracy test. No further details provided.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a missing sticker seal. There was no evidence of the reported problem (error) recorded in the event history log. The customer reported problem fail volume accuracy, was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Thus, it was recommended that the expulsor assembly be replaced as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: corrections: d4: model number 2110.